Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer is having issues with low blood glucose in the mornings. Customer's blood glucose ranges between 40-280mg/dl. The customer was having huge variances with blood glucose and sensor glucose. When customer changed the set it alarmed a calibration error and bad sensor. Customer is having problems confusion and additional health problems at the moment. Bad sensor alert occurred after the 2nd consecutive calibration error, discussed timing of calibrations leading to alert and calibration protocol. The blood glucose reading was 74mg/dl. Nothing further reported.

Manufacturer narrative:
Reliability analysis inspected two opened/used sensors, and performed visual inspection. One of two sensors was found with a damaged contact pad. Unable to confirm that the customer received the sensor in said condition due to the customer returning the product opened/used. One remaining opened/used sensor was tested, and the sensor passed per specification with accurate readings.